Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va162u3, implanted: (B)(6) 2016, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had their device system removed due to an infection in the pocket site. It was noted the patient did not live in a very clean environment. The patient was alive without injury and the event resolved at the time of the report. Medical history included hypertension, glaucoma, obesity, and osteoarthritis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.